Manufacturer narrative:
Lead model unknown lot# unknown implanted: unknown explanted: unknown, programmer model 37743 serial# unknown.

Event description:
It was reported that the patient's leads were loose and were pushing through the skin. The patient felt pain when she touched the lead. The patient also experienced diarrhea. Additional information received reported that the patient had a lead revision on (B)(6) 2011 and was doing well.